Event description:
New information received notes that the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptotic patient presented to clinic for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will remain implanted.